Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test and self test. Sleep current measurement and active current measurement within specifications. No unexpected blank display anomaly noted during testing. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alarm noted during testing. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer also stated that the battery cap, compartment, and springs were not damaged. The customer was instructed to insert a new battery, but the display did not return. The customer was then instructed to remove the battery for two hours, clean the battery cap, and make sure that the battery was inserted correctly, but the display still did not return. The customer called back and reported that the pump rest did not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.